Event description:
Ff/emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device would not analyze the pt rhythm, would not prompt "analyzing now...", etc. The devie was swapped out with a backup manual defibrillator from amr and the pt was resuscitated.